Manufacturer narrative:
Evaluation: visual inspection of the product found the optic and one haptic torn. There was evidence of surgical residue.

Event description:
The surgeon implanted an aa4203tl model lens, but it tore while being inserted. The lens was implanted and was removed in pieces. There was no patient injury. An mtc-60c model cartridge and a msi-tr model injector were used, the lot numbers are unk.